Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing and setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02785. It was reported that the patient lost therapy around (B)(6) 2020. X-rays revealed that the leads migrated. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was restored post operatively.